Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low ise indirect for gen.2 sodium and potassium results. Of the data provided, only the following results for nine patient samples were discrepant. Patient 1 initial sodium result was 123.6 mmol/l and the repeat result was 147.5 mmol/l. Patient 2 initial sodium result was 103 mmol/l and the repeat result was 125 mmol/l. On (B)(6) 2018, patient 3 initial sodium result was 103.2 mmol/l and the repeat results were 125.6 mmol/l and 128.5 mmol/l. The initial potassium result was 3.85 mmol/l and the repeat results were 4.63 mmol/l and 4.71 mmol/l. Patient sample 4 initial sodium result was 129.3 mmol/l and the repeat results were 140.3 mmol/l and 140.5 mmol/l. Patient sample 5 initial sodium result was 125.7 mmol/l and the repeat results were 130.0 mmol/l and 132.6 mmol/l. Patient sample 6 initial sodium result was 126.8 mmol/l and the repeat results were 139.2 mmol/l and 142.9 mmol/l. The initial potassium result was 4.54 mmol/l and the repeat results were 4.92 mmol/l and 5.05 mmol/l. Patient sample 7 initial sodium result was 131.2 mmol/l and the repeat results were 138.0 mmol/l and 138.7 mmol/l. Patient sample 8 initial sodium result was 130.6 mmol/l and the repeat results were 140.2 mmol/l and 140.8 mmol/l. Patient sample 9 initial sodium result was 138.2 mmol/l and the repeat results were 148.9 mmol/l and 144.6 mmol/l. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The electrode lot numbers and expiration dates were requested but were not provided. The field service representative checked the dilution bath assembly, vacuum nozzles, cleaned the analyzer, changed valves, checked the sipper/vacuum nozzles and tubes, checked the syringe seal and o- rings, and adjusted the sample probe. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Potential causes include a mis-sampling of the patient material or ise/reference flow related problems.